Manufacturer narrative:
(B)(6).

Event description:
(B)(6). It was reported that an embolism occurred. The subject underwent treatment with the ranger drug coated balloon (dcb) on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion #001 was in the right mid superficial femoral artery (sfa) extending up to the right distal sfa. The lesion had 5.0mm proximal reference vessel diameter and 5.0mm distal reference vessel diameter with a lesion length of 200mm. The lesion was 80% stenosed and was classified as a tasc ii b lesion. Prior to target lesion treatment, treatment was performed by percutaneous transluminal angioplasty using a 4.0mm x 150mm coyote balloon. Treatment of the target lesion was performed by dilatation with a 5.0mm x 200mm ranger dcb study device. Following dilatation, aspiration thrombectomy was performed with a non boston scientific device. The final residual stenosis was noted to be 20%. During the treatment of the target lesion #001, an embolism was noted with residual stenosis noted to be 20%. In response to the observed embolism, aspiration thrombectomy was performed. The embolism was resolved. There were no patient complications reported.

Event description:
(B)(6) clinical trial. It was reported that an embolism occurred. The subject underwent treatment with the ranger drug coated balloon (dcb) on (B)(6) 2022 as a part of the (B)(6) clinical trial. The target lesion #001 was in the right mid superficial femoral artery (sfa) extending up to the right distal sfa. The lesion had 5.0mm proximal reference vessel diameter and 5.0mm distal reference vessel diameter with a lesion length of 200mm. The lesion was 80% stenosed and was classified as a tasc ii b lesion. Prior to target lesion treatment, treatment was performed by percutaneous transluminal angioplasty using a 4.0mm x 150mm coyote balloon. Treatment of the target lesion was performed by dilatation with a 5.0mm x 200mm ranger dcb study device. Following post dilatation, aspiration thrombectomy was performed with a non boston scientific device. The final residual stenosis was noted to be 20%. During the treatment of the target lesion #001, an embolism was noted with residual stenosis noted to be 20%. In response to the observed embolism, aspiration thrombectomy was performed. The embolism was resolved. There were no patient complications reported. It was further reported that the embolism was caused by the 4.0mm x 150mm coyote balloon and was not related to the 5.0mm x 200mm ranger study device.

Manufacturer narrative:
A1. Patient identifier: (B)(6). B1. Adverse event/product problem, b2. Outcomes attrib to adv event updated.